Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal inguinal hernia repair, when on access and dissection, the balloon did not inflate and was distorted or an unusual shape. There was rapid loss of abdominal pressure due to the device issue. The surgical time was extended by thirty minutes or more due to the product problem. The dissection balloon did not unfurl and therefore did not dissect out laterally on the left side. Also the obturator and dissection balloon perforated the peritoneum while trying to access into the pre peritoneal space. They closed the peritoneum with clip appliers and had to extend case time to gain access to left hernia sac due to poor dissection of balloon.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator was not received. The inflation syringe was not received. The wrong insufflation bulb was received. The lock collar and trocar balloon were not received. The dissector balloon and cannula appeared intact. Pmv performed functional testing; using a test insufflation bulb the hole was covered, and the dissector balloon was inflated, no leaks detected. Pmv performed functional testing; the dissector balloon was inflated using a test bulb, no leaks detected. The trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.